Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the oll2 device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported by the surgeon that during one of his surgical procedures while ablating the junction where pulmonary vein meets the roof and/or the floor lesions when some bleeding was observed bleeding that may be been attributed to over burning from the oll2 device. Surgeon is theorizing that the point where lesions overlap the tissue may have ¿broken down¿ and bled. Surgeon used a pledgetted suture to close the defect and the patient did well. This event is a procedure related complication, there was no reported device malfunction.